Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vena cava filter deployment procedure, resistance advancing the filter through the deployment sheath was experienced, upon deployment the filter legs did not fully expand. The filter migrated approximately 1.5cm - 2cm superiorly. A snare device successfully captured and retrieved the vena cava filter without incident. A new filter was deployed successfully. There was no reported patient injury.